Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. Surgeon is reporting a revision of a pe hip inlay because of inlay dislocation and inlay breakage of a 10°, 4+ pe insert. See photos/video. The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4) video and (B)(4) photos. The photo and video investigation revealed that the femoral head has signs of material transfer, most likely caused by the head being in contact with the acetabular cup after the disassociation event occurred. However, material transfer is not indicative of wear on the femoral head. The observed disassociation could have contributed to the hip joint noise. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The review of the provided evidence confirmed the reported implant noise event involving the unknown hip femoral head. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d6b, d10 (concomitant), h6 (medical device problem code). Corrected: h6 (health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the exact date of the inlay luxation is unclear, the patient presented himself on thursday (B)(6) 2025 as an emergency in my office hours, he reported that it was the first time last tuesday (B)(6) 2025 there would have been a cracking in the hip, but then no problems, then suddenly on thursday there would have been a clear cracking and restricted movement. Presentation in the office hours, here an asymmetric position of the head in the pan was shown, under pull a clicking could be heard, thus presumably inlay fracture and/or dislocation. The relief of the forearm support, the formulation of an orthosis, the following day a difference in rotational length CT could be organized in the medical hospital school, but the correct position of the implants was shown, the decentration of the head with thus confirmation of the presumption of an inlay insufficiency dd fracture. Consequently, clarification of the revision and inlay change.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). Corrected: h6 (health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgeon is reporting a revision of a pe hip inlay because of inlay dislocation and inlay breakage of a 10°, 4+ pe insert.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.